Event description:
The user facility reported a 63 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a purge line leak had occurred on the pump. A crack was noted on the yellow luer. The pump was replaced as a result. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was returned for evaluation finding a damaged yellow luer upon inspection. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.